Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units. Customer experienced an elevated blood glucose (bg) level above 400 (mg/dl). Reportedly, customer used cold insulin when completing the load process. During troubleshooting with tandem technical support, customer was guided through the load process using room temperature insulin and was able to load cartridge successfully. Customer then delivered a bolus to address elevated bg levels.